Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported that the patient developed an infection at their incision site. Antibiotics were prescribed and the area was cleaned out on (B)(6) 2018.

Event description:
Follow up revealed that cultures were taken and came back negative. The patient's incision was cleaned out.

Manufacturer narrative:
The date(year) of the previous procedure documented in the last sentence on the initial report was inadvertently submitted with an erroneous date. The correct date should be (B)(6) 2018 instead of "218".